Event description:
During implant, it was not possible to insert the extension into the ins despite multiple attempts. A new ins was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). Results - wrench. Final device analysis revealed a reliability non-conformance; the ins connector port had a lead insertion anomaly. A known good lead had difficulty at the #2 balseal but still went through. The lead would not pass through the #4 balseal connector. It appeared on x-ray that the balseal spring was deformed. There was no difficulty inserting the lead into the #8-15 connector port. Analysis of the wrench revealed no anomalies.